Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-13320. Further follow-up indicates the patient had their system explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-13320. It was reported the patient is experiencing pocket stimulation. The patient may undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-13320. It was reported that the issue has since resolved.